Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was poor coupling. Patient mentioned that he had issues with coupling since implant. Patient stated he was placing the antenna directly over the neurostimulator (ins) and he was getting 2-4 boxes of coupling. Patient stated he was using adhesive discs to charge. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that the cause was not known and provided the weight information. No further complications were reported/anticipated.